Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer wore the insulin pump during an MRI and the customer had ben experiencing low blood glucose levels since then. It was also stated that the customer required medical assistance by the paramedics due to the low blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests.